Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a device extraction due to infection. The implantable cardioverter defibrillator (ICD) was explanted. The left ventricular lead was associated to the ICD.